Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that ups battery beep. The field service engineer (fse) swapped the battery and rebooted the station. When the station did not communicate, the network adapter settings were reset. Sync status was verified, and the fse logged into the application. The battery replacement indicator turned off on the powervar uninterruptible power manager (upm), and the beeping stopped. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, station ups battery was beeping. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.